Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - reuse of single-use product issue. Complaint is confirmed but the assignable cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
During trouble shooting of a check final line alarm, the home patient (hp) stated that he has changed out the cassette and the drain line and was still getting the same alarm. The baxter technical service representative (tsr) reminded the hp if having to change anything in the set up he should be changing out everything not just one piece. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check final line alarm. The hp reported that the issue was resolved, by starting over with new supplies. The confirmed that the frangible on the last bag was not broke. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.